Event description:
A 37 year old female with history of multiple back problems presents with debilitating back and bilateral leg pain. Pt takes flexeril and percocet. Pt went to or on 4/14 for lumbar 4 - lumbar 5 laminectomies, for aminotomies, and nerve root decompression. Upon completion of procedure, 250 mcg dura morph given intrathecally, and adcon-l was applied to cover the dura. Uneventful post operatively, until 4/15 in the am. Pt complained of severe headache. Dr was notified. Orders rec'd to remain flat, give morphine, caffeine, tylenol #3, and percocet. Pt also became very diaphoretic. Headache resolving, discharge expected in 24-48 hours.